Event description:
The distributor reported the following: during the use of the intego pet infusion system an error occurred. The pt did not experience any adverse event. Inspection completed by the fdg supplier reported the fdg vial was broken with fdg leaking into the vial shield. As a result of the broken vial the sterile field inside the vial was potentially compromised.

Manufacturer narrative:
Field evaluation of the intego system identified a loose bolt on the needle insertion guide. In addition, the vial used during the event was identified as not being compatible with the intego system. The interaction between these two components may have affected the vial position inside the vial shield base resulting in the needle contacting and puncturing the vial glass bottom. In the event additional information is obtained, a follow-up report will be submitted.